Manufacturer narrative:
For the customer's instrument (serial (B)(4), all stop discs and o-rings were replaced on processing module a on the (B)(6) 2019 and on the processing module b on the (B)(6) 2019 by the local field service engineer. The material has been requested back for further investigation with the supplier. Corrective and preventive actions will be implemented as appropriate. (B)(4).

Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A (B)(6) field service engineer performed a tightness check on the customer's cobas 8800 system (serial ID (B)(4)), with multiple positions on the processing module a failing. Review of customer-provided data showed two (2) p07p error codes were generated for samples processed on cobas 8800 system serial ID (B)(4); the error code p07p is indicative of a volume error during supernatant removal. When error codes are generated for samples, the samples are invalidated and need to be repeat tested per the instructions for use. No harm or injury was alleged within the case.